Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother called to test the insulin pump to make sure it was working properly. The mother stated that the customer woke up with a blood glucose reading of 50 mg/dl and was treated by the paramedics. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the displacement test. The mother also stated that the customer's basal rates had been increased because he had been on prednisone. The mother and dr both felt that the basal rates may have been set too high, causing the low blood glucose episode.